Event description:
Reporter alleged discrepant blood glucose values of 137 mg/dl on the customers advantage system compared to the nurses measurement of 52 mg/dl. Customer did not provide the location of the testing and no specific time between tests was provided other than back to back. Customer indicated self treating with juice and food but no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.